Manufacturer narrative:
The technician found that the sidecomm cable which runs from the junction box to the head of bed was not seated all the way at the junction box. He reseated the sidecomm cable and nurse call functioned properly.

Event description:
The accounts engineering alleged this bed was not placing a nurse call.